Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No compromised force sensor system alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was programmed with the current time and date, monitored and tested with the time/date functioning properly. No watchdog timeout alarm was noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout and compromised force sensor. Customer's blood glucose at time of incident was 500 mg/dl. Customer stated watchdog timeout alarm several times and changed battery and the pump alarm again. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl.